Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that bolus history cannot be seen on carelink when pulled up by healthcare professional. It was also reported that insulin pump was not alarming when battery was low and also reported that insulin pump was damaged at battery compartment. It was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.